Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited multiple high out of range shock impedance measurements of greater than 125 ohms. All other ICD functions were tested without issue and the current shock impedance measurements are at 122 ohms. The ICD remains in service and no adverse patient effects were reported.